Event description:
Total right knee replacement on (B)(6) 2017. Have had nothing but problems since surgery. More pain, swelling and clicking. Surgeon who performed the surgery sent me to another orthopedic surgeon in (B)(6) 2017 who is supposed to be the best in the country to review and examine my knee. New x-rays showed a space/gap in tibia area that was not there when he compared the x-rays from the surgery date. His concerns and comments were that the prosthesis could be coming loose, causing the swelling, pain and discomfort. He wants to redo my knee. I have been trying to process the idea of having to go through surgery again.